Event description:
It was reported that a user on the ilet experienced glucose excursions after a significant reduction in dietary carbohydrates and continued announcing meals based on prior habits, then began announcing most meals at reduced amounts (approximately 50% less for breakfasts, 78% less for lunches, and 35% less for dinners), which led to both hypoglycemia and hyperglycemia; the user was educated that persistent under-announcement could maladapt the pump and that a factory reset would be needed. Symptoms included urgent low glucose events and low glucose. Outcomes included the need for troubleshooting and user education. Investigation included customer care review of blood glucose questionnaires and meal announcement practices, along with troubleshooting and education on appropriate meal announcement and device behavior. Investigation of this case revealed use error related to incorrect meal size announcements and a resulting device use pattern that could drive maladaptive insulin delivery over time. It was concluded, based on previously established findings for similar reports, that the cause was user technique/use error in meal announcement leading to postprandial glycemic variability.